Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as the device had lost five years battery life in a span of one year. The battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. The malfunction appeared consistent with other pulse generators (pgs) that have had continuous average power increases. The device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as the device had lost five years battery life in a span of one year. The battery diagnostic data indicated that the power consumption of this device had been increasing during the past year. The malfunction appeared consistent with other pulse generators (pgs) that have had continuous average power increases. The device remains in service. No additional adverse patient effects were reported. Additional information indicated that the pacemaker was explanted. No additional adverse patient effects were reported.